Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: unable to inflate balloon to provide airtight seal. New balloon port opened. Corrective action taken relevant to the care of the pt: new balloon port. Pt outcome: as expected. Number pts involved: 1.

Manufacturer narrative:
(B)(4)